Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The cause of the reported event remains unknown.  Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Following a successful atrial fibrillation procedure, a pericardial effusion occurred. A pericardiocentesis was performed to resolve the effusion and the patient remained in stable condition with no further complications. There were no performance issues with any abbott device. No additional information is available.